Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right-side rupture. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
The reason for reoperation is rupture.

Event description:
Healthcare professional reported a right-side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified device underweight, device appearance(observed 40 mm dark patch edge material inside gel device), and broken shell. A microscopic analysis was performed which identified a sharp edge and non-penetrating nicks assessed as a surgical impact opening. Also, a striated opening was found in the anterior side. A dimension measurement of the shell was performed which identified the thickness to be within specification. Based on the device analysis the final assessment is a sharp(edge) opening with non-penetrating nicks due to surgical impact,non-penetrating nicks, and a striated (edge) opening on anterior side due to surgical damage.